Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after the trial bearing was used during the surgery, the surgeon commented how part of the instrument was chipped off so a ps box trial would not lock and was able to fully rotate in place.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Examination of the photo provided by the customer determined that the device shows signs of heavy use and wear including scratches, gouges, and nicks. Instrument fracture was not observed in the provided photo. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. No medical records were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.